Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an alert due to out of range shock impedance measurements when it comes to this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) reviewed the case and noted that the data was available for review. No adverse patient effects were reported.